Manufacturer narrative:
This report is submitted on january 10, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with oral and topical antibiotics. The device was explanted on (B)(6) 2019.